Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (2 mg/ml, 0.0126 mg/day) via an implantable pump for malignant pain. The patient was also taking dilaudid 2 mg bid and xanax 1 mg/day. The patient's medical history includes long term use of opiate analgesic, anxiety disorder, (B)(6), lupus and malignant neoplasm of endometrium. On (B)(6) 2018, the patient came into the clinic for a routine visit. Upon interrogation of the pump, the nurse practitioner (np) found that the patient's pump was empty with no medication in it. Per the patient, they were seen at another hospital "sometime in (B)(6)" of this year because of their lupus and skin blisters. The patient reported that the physician taking care of them pulled all the medication out of their pump during the hospital visit. The patient then said the physician wanted to do cultures because they believed that she was septic. The clinic staff had requested all records for this patient from the hospital. The np also accessed the pump and could not retrieve any medication. The patient was sent home without refilling the pump and would not refill the pump until they see documentation that supports the patient's story. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-23, additional information was received from a manufacturer representative (rep). The rep reported that medical records were requested from the hospital. The rep indicated the office heard back on 2018-aug-23 that there were no records of the patient being seen at the hospital. The patient has not been see in the clinic since the appointment on (B)(6) 2018.